Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: smbsh01, smiles knee bushes small, lot b25799; smbpr01, smiles knee bumpers small, lot b26540; smax01, smiles knee axle small, lot pin 22645; smcic01, smiles knee circlip mk2, lot b24652. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It has been reported a patient who had a proximal tibial jts replacement implanted at the beginning of 2021 needs a revision surgery because of a suspected infection.